Event description:
Yang, w., zhang, l., li, z., zhang, y., li, h., hua, w., li, j., zhang, h., shen, h., xing, p., zhang, y., hong, b., liu, j., & yang, p. (2021). Endovascular treatment for acute basilar artery occlusion: a comparison of arteriosclerotic, embolic and tandem lesions. Cardiovascular and interventional radiology, 44(12), 1954¿1963. Https://doi.org/10.1007/s00270-021-02994-z summary: to evaluate the safety and efficacy of endovascular treatment (evt) for patients with acute ischemic stroke (ais) due to intracranial atherosclerosis-related basilar artery occlusion (icas-related bao) by comparison with embolic and tandem occlusion. Identified events: there were 10 patient deaths in the icas-related group. There were 6 patient deaths in the embolic group. There were 11 patient deaths in the tandem group.

Manufacturer narrative:
Yang, w., zhang, l., li, z., zhang, y., li, h., hua, w., li, j., zhang, h., shen, h., xing, p., zhang, y., hong, b., liu, j., & yang, p. (2021). Endovascular treatment for acute basilar artery occlusion: a comparison of arteriosclerotic, embolic and tandem lesions. Cardiovascular and interventional radiology, 44(12), 1954¿1963. Https://doi.org/10.1007/s00270-021-02994-z. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.